Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing related issue was not identified. There was no allegation of product malfunction. Based on the information received, it is mostly likely operational context lead to this event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry that a 23mm bioprosthetic aortic valve was explanted after an implant duration of two (2) years, nine (9) months, and four (4) days due to perivalvular leak. The 23mm valve was replaced with another 23mm 3300tfx valve. Through operative report, the previous aortotomy was opened to expose the previously placed valve, which was a normal - appearing valve; however, one of the struts was partially obstructing the left main coronary artery and there was a perivalvular leak in the right coronary sinus position. It was last reported that patient is scheduled to be discharged.